Manufacturer narrative:
The investigation of positioning issues and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Positioning issues: the cause of the positioning issues was most likely use related as the pump came out of position during cardiopulmonary resuscitation (CPR). Vt/vf: as the necessary information was not provided, the root cause of the vt/vf was not determined.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported an impella cp was placed on a patient with lateral wall mi. The impella was successfully placed. During support it was reported that the patient went into cardiac arrested after arrival to the unit. During CPR the impella migrated into the aorta and while using echo guidance they could not cross back into the valve. The impella was placed in the descending aorta and placed on p1 as the team tried to connect with family to discuss goals of care. Ultimately, the patient expired on support.